Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported unchanged mr appears to be related to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from the posterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw clip was implanted successfully. A second clip was then attempted to be implanted. As the second clip was coming out of the guide, the first clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)). The second clip was then deployed medial to the first clip at a2/p2. A third clip was placed on the lateral side of the first clip for stabilization, but the gradient jumped to 9mmhg. The clip was removed and the gradient returned to baseline. There were no patient consequences due to the rise in gradient. The procedure ended with unchanged mr. There was no clinically significant delay. No additional information was provided.